Event description:
Ten days post implantation this patient reportedly experienced one "electrical fault" and "controller fault" alarm. After inspection the field safety engineer suspected driveline contamination and recommended a driveline cleaning procedure be performed. The site; however, declined the procedure stating that "the patient was too unstable."

Manufacturer narrative:
The site has indicated that the pump remains implanted and that controller is not going to be returned to the manufacturer for evaluation. Device remains implanted.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this patient experienced an electrical and controller fault alarm. Upon evaluation by the manufacturer's representative, foreign material was found within the driveline connector and controller port. A cleaning procedure was performed to remove contaminants. It is known that the patient tolerated the pump off time well during the cleaning but the patient outcome is unknown; an attempt to obtain additional information was made; however, no additional information was received. The controller, (B)(4), was returned for evaluation; various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed multiple electrical and controller fault alarms. The returned controller, (B)(4), failed visual inspection as a result of contamination within the driveline connector but passed functional testing. The root cause for the reported 'electrical fault alarm' event was found to be contamination within the pump driveline connector, likely due to a combination of driveline connector handling during implant, tunneling cap design, and the driveline/connector sealing process. The manufacturer has opened an internal investigation to evaluate these types of issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This is one of two reports (3007042319-2014-01245 and 3007042319-2015-02763) submitted for devices related to the same event.